Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/26/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue slide lock was disengaged. The seal and tension spring assembly was observed to be inside the delivery tube, with the seal outside the tip of the delivery tube. The seal was observed to be cracked in the center top of the seal. No other visual defects were observed. The seal and tension spring assembly was removed from the delivery tube. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.215in (mcv00004217). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the return condition of the device, the reported failure "crack seal" was confirmed as well as for the analyzed failure "fitting problem."

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when checking the seal before inserting the normally-dealed dealing divice handle, aorta found that the gap of the seal was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/26/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue slide lock was disengaged. The seal and tension spring assembly was observed to be inside the delivery tube, with the seal outside the tip of the delivery tube. The seal was observed to be cracked in the center top of the seal. No other visual defects were observed. Based on the return condition of the device, the reported failure "crack seal" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when checking the seal before inserting the normally-dealed dealing divice handle, aorta found that the gap of the seal was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when checking the seal before inserting the normally-dealed dealing device handle, aorta found that the gap of the seal was opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.